Manufacturer narrative:
Product complaint # (B)(4). Additional information provided. Use betadine prep. The use of gloved finger to spread or rub adhesive onto mesh has stopped. Confirmed use alcohol to clean wound, instead of saline. Additional information has been requested and the following was received. If further details are received at a later date a supplemental medwatch will be sent. Information not available patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Please clarify where each surgery was performed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a left total knee arthroplasty on (B)(6) 2023 and topical skin adhesive was used. Patient had an adhesive reaction, visible at the 4 week post op appointment. It is unknown which specific form of treatment. Adhesive was removed with vaseline and either clobetasol was applied around incision or medrol dose pack was prescribed. Device is not available for return. Additional information has been requested.

Manufacturer narrative:
Product complaint#: (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Can you identify the lot number of the product that was used? Unknown. What is the most current patient status? Unknown. Was prineo / dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Please clarify where each surgery was performed? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.